Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a frozen display. He also reported a failed battery notification in addition to unresponsive buttons. The customer also stated a button error alarm occurred. Customer's blood glucose was 210 mg/dl. The customer could not recall any significant events leading to the insulin pump's malfunction. No additional information is provided.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. No button error alarms were noted. However, corroded keypad traces were noted. No frozen display was noted. The time clock advanced. The insulin pump was monitored and all operating currents tested within specified range. No failed battery test alarms were noted.